Event description:
As reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. At the time of index procedure, angiography revealed 85% stenosis in the 1st obtuse marginal. The indication for the procedure was stable angina pectoris and positive functional study for ischemia. The lesion was described as 10mm in length, class b1, and de novo. The reference vessel was 2.5mm in diameter. As planned, the lesion was pre-dilated with a 2.5 x 8mm balloon at 8atm and a 2.5 x 13mm cypher rx was implanted at 14atm. The cardiac enzymes were reported normal at the time of screening, but the troponin I was 0.1 (0.039 unl) at 6-12 hours post index procedure; and 0.334 at 16-24 hours post index procedure. As per the adjudication report, the ECG core lab reported no new st-t wave abnormalities, no new q waves and an inadequate tracing quality due to severe artifact, but this elevation in enzymes was later diagnosed as a periprocedural mi based on the received adjudication minutes. There were no procedural or angiographic complications and the patient was discharged the following day.

Manufacturer narrative:
Concomitant medications at the time of mi included ace inhibitors, aspirin, plavix, eptifibatide, heparin, and pravastatin. Complaint conclusion: as reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. This is a (B)(6) male with medical history including angina, positive functional study for ischemia, family history of coronary artery disease, hyperlipidemia, hypertension, history of smoking within 30 days, and penicillin allergy. At the time of index procedure, angiography revealed 85% stenosis in the 1st obtuse marginal. The indication for the procedure was stable angina pectoris and positive functional study for ischemia. The lesion was described as 10mm in length, class b1, and de novo. The reference vessel was 2.5mm in diameter. As planned, the lesion was pre-dilated with a 2.5 x 8mm balloon at 8atm and a 2.5 x 13mm cypher rx was implanted at 14atm. The cardiac enzymes were reported normal at the time of screening, but the troponin I was 0.1 (0.039 unl) at 6-12 hours post index procedure; and 0.334 at 16-24 hours post index procedure. As per the adjudication report, the ECG core lab reported no new st-t wave abnormalities, no new q waves and an inadequate tracing quality due to severe artifact, but this elevation in enzymes was later diagnosed as a periprocedural mi based on the received adjudication minutes. There were no procedural or angiographic complications and the patient was discharged the following day on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. No sterile lot number information was available thus no DHR could be performed. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.